Event description:
A home pt contacted baxter's technical service ctr regarding a system error 2240 alarm that appeared on the display of the pt's homechoice machine during dwell 7/8 of her automated peritoneal dialysis therapy. Per initial report, the heater bag became disconnected from the supply line of the homechoice set for an unk reason during the priming cycle. The home pt respiked the bag and attempted to complete therapy using the same supplies. Baxter's technical service ctr assisted the pt in ending therapy early. No pt injury or med intervention was indicated at the time of the initial report.